Event description:
The customer reported the power supply broke off the device and emitted smoke and odor. Pt involvement unk.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.